Event description:
On (B)(6) 2008 - tsr (B)(6) said the left and right siderails were loose and would not latch. He said nobody was hurt. On (B)(6) 2008 - sum - tsr (B)(6) replaced the siderail arm outer support (part number 68873), the d-pins (part number 4727102pl), and the dowel pin (part number 69078pl) on both head siderails and the siderails functioned as designed. The parts removed from the bed have been scrapped.